Event description:
I had the obalon bariatric balloons swallowed 3 and 5 weeks ago. I had serious bouts of vomiting and extreme stomach pain the entire time. I laid in bed almost the entire placement time with nausea and stabbing pain. Due to this I had to have them removed on (B)(6) 2018 and now have extreme pain still which I am doubled over in pain several times a day as if it is permanent damage to my stomach.